Event description:
A valiant captiva closed web thoracic stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the device was delivered and the stent graft was deployed without issues. No clinical sequelae were reported, and the patient is fine. The physician commented that there is a gap visible between the tapered tip and the sheath/radiopaque markerband on the delivery system and that this is potentially traumatic for the vessel; however, no injury was observed during this case. The valiant device in this event was discarded. Please note that this model number (B)(4) is not approved in the united states; however, it is similar to tw3834c112x, which is approved in the united states.

Manufacturer narrative:
(B)(4). Results: other (general comment about the device; no impact of the gap on the patient). Conclusion: other (general comment about the device; no impact of the gap on the patient). (B)(4) other (gap between the tip and sheath).